Event description:
A doctor reported that after placement of a three-unit fixed bridge, one of the abutments suffered from recurrent carries to the extent that the tooth was judged non-restorable and was extracted.